Manufacturer narrative:
(B)(4). The subject mr370 reusable humidification chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china reported that a mr370 reusable humidification chamber was found leaking water. There was no patient involvement as the issue was found whilst the device was not in use on a patient.